Event description:
It was reported that the customer was hospitalized for hypoglycemia. It was stated that the insulin pump over delivered insulin into his body. Troubleshooting was performed. The insulin pump passed the tests. No additional information was provided at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.